Event description:
During this event, a 45mm endogia reload was noted to be defective. Upon attempted use, the reload would not fire properly. The ref number for this product is (B)(4). The lot number for this product is n8f0788kx.